Event description:
Additional information received from a manufacturer representative (rep) and confirmed with a foreign healthcare professional (hcp) reported the hcp was able to access the catheter access port (cap), but was unable to aspirate. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified damage to the connector that is consistent with difficulty detaching the catheter from the pump. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, lot#: 0206364164, implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 18-oct-2014, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal fentanyl 300 mcg/ml at 75 mcg/day via an implantable pump. It was reported that the surgeon had trouble removing the pump connector from the pump during a pump replacement on (B)(6)2019. The surgeon also had trouble connecting the pump connector to the new pump, but a decision was made not to revise. One month after the procedure (in december 2019), the patient felt an increase in pain. However, at this time, the hcp did not link this to a potential pump system defect. Over time, the patient did not get better, so the hcp decided to perform a dye study. An attempt to access the catheter through the catheter access port (cap) for a dye study was made on (B)(6) 2020, but it was not successful. A revision was performed. It was noted that the catheter-pump connector was ¿broken¿. Only the pump connector appeared damaged; there were no evident breaks to the catheter. It was further clarified that external layer of the pump connector was twisting around the inner part of the pump connector instead of moving together as one. Also, the surgeon said she was able to disconnect the catheter too easily from the pump (compared to normal). 10 cm of the pump segment ( including the pump connector) were removed and replaced. The explanted catheter segment would be returned to the device manufacturer. The issue was resolved. The patient's status was alive - no injury. Information regarding the patient¿s weight, medical history, and other medications was unavailable.